Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between august 29, 2025 - september 2, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed white drug residue at the blue winged luer cap which suggested leak may have occurred. The reported condition was verified. The cause of the issue was user elated. The product label (IFU, instructions for use) indicates to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked, and drug was noticed around the blue cap attached to line. The issue was noticed before patient use. The device was filled with 3500mg fluorouracil having a volume of 115ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.